Manufacturer narrative:
Philips has investigated this complaint. It was reported that the c arm and table cannot move. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the beam propeller on stand did not respond. Fse reviewed log files and found encoder access test failed error. Fse reconnected the cn5, p5, p8 cables and performed beam position and current calibration. After replacing the cn5, p5, p8 cables, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were not functioning. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.